Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 263620002, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that the patient had ¿irritable bowel syndrome with lower back pain." It was noted that the patient¿s gastroenterologist thought ¿it may be related to the implantable neurostimulator (ins).¿ it was noted that the patient had symptoms of nausea and vomiting. It was noted that this began 2.5 months prior to the report. It was noted that ¿due to her irritable bowel syndrome, the patient had been in emergency rooms and on several medications.¿ it was noted that the patient had a laparoscopy performed on (B)(6) 2013 for her irritable bowel syndrome. It was noted that the patient¿s ins was ¿working wonders until she started experiencing irritable bowel syndrome.¿ it was noted that the patient would speak to her physician about having the ins removed.